Event description:
It is reported by the surgeon that the device broke and patient was revised.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. Mechanical damages ¿ drill marks inside the proximal drill hole and below the breakage line ¿ had been caused by contact with the step drill. Such damages cause additional notch effects. As to additional damages ¿ according to revision surgery report most likely caused by tools used for nail removal ¿ it could not be verified if the initial damages had reached into the breakage line. The nail broke in fatigue manner after an implantation period of approx. 2 months. Referring to a smooth topography of the breakage surface of the posterior bridge ¿ including lines of rest running from lateral towards medial ¿ it was concluded that this web had separated first. Significant material deformation of the inferior edge of the proximal drill hole at medial identified high axial load application. Such was supported by the kind of material damage ¿ beginning of material separation ¿ found on the shaft of the lag screw at lateral. The appearance of a secondary crack in the opposite bridge suggests (sudden) high loading, as well. A sloppy breakage surface, caused by tensile stresses, suggests (sudden) high or permanent stress application. A torn cerclage, as mentioned in the revision operation report, suggests (sudden) high or permanent stress application. Summarizing above findings it could not be excluded that the breakage progression may have been contributed by a fall or (repeated) stumbling. Intra-operative material damage at the lateral edge of the proximal drill hole may have contributed to the origination of an incipient crack. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing x-rays in different planes presenting the situations prior to revision. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the nail was not verified.

Event description:
It is reported by the surgeon that the device broke and patient was revised.